Event description:
Info received indicates the foot siderail has pulled away from the mounting screws. The siderail is still attached and will latch but is loose.

Manufacturer narrative:
The tech replaced the siderail to repair the bed.